Event description:
Original reported for return was product performance issue. Received updated reason for return in june, 2003, pauses in pacing and intermittent capture; left ventricular lead replaced.